Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that when they tapped their smart programmer, it went to 1.1. They remembered having it set at 9 and questioned why it would change. Later in the call, the individual mentioned it was unexpectedly at 6. They worked with the patient to synchronize with their implant, and the patient successfully adjusted the stimulation to a comfortable level. However, later in the call, the patient said that both 0.8 and 1.1 felt uncomfortable. Information on interstim therapy optimization, stimulation sensation, control equipment general use, and function was reviewed. It was recommended to keep a symptom diary to track results and they were redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.